Manufacturer narrative:
The data acquisition pcba to motor controller pcba cable was returned for failure analysis. The customer¿s alleged malfunction was not confirmed. The cable was tested, and no failures were identified.

Manufacturer narrative:
Use of the device at the time that the issue was discovered is undetermined. No patient harm or delay in therapy was reported.

Manufacturer narrative:
The device was not in use on a patient. No patient or user harm was reported.

Manufacturer narrative:
Date of this report: 26jul2021. Patient code: (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested. If this information becomes available, a supplemental report will be submitted. There was no report of patient or user harm.

Event description:
The customer reported unit gives "check vent proximal pressure auto zero failure alarm" message on screen with audible alarm. Verified code in the error log. The patient or user involvement is unknown but has been requested. If this information becomes available, a supplemental report will be submitted. There was no report of patient or user harm. The remote service engineer (rse) advised replacement of data acquisition (da) printed circuit board (pcb) and the data acquisition (da) motor controller (mc) cable to correct issue. The customer replaced the (da) (pcb) to resolve the issue and the unit has been returned to service. No other issues reported.